Event description:
It was reported that while advancing the delivery catheter over the guide wire, the catheter got stuck between the end of the introducer and the lesion (commune iliac). The stent came off the delivery catheter and was found in the external iliac. The physician used a smaller balloon to capture and implant the stent in the external iliac. There was no pt injury reported.

Manufacturer narrative:
The stent remains implanted; however, the delivery system has been returned for evaluation. The investigation is currently underway.